Manufacturer narrative:
The reported failure is already known and has been investigated under CAPA 17-07-003. All further steps will be performed out of the CAPA process. Thus the reported failure could be confirmed. The current occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
Uses quadrox-I adult without filter (hmo 70000) in cases of cardiopulmonary bypass. It was confirmed that blood was leaking from the dia connector in the central part of the blood-sending side so that it bleeded while rotating the cardiopulmonary system. Since it was not a large amount, I continued to use it while holding it down with gauze. It is unknown whether there was a leak at the time of priming complaint ID: (B)(4).